Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that the lens loaded fine. When the lens was being turned/injected the end split on the cartridge of two pcb00 preloaded devices. There was no impact to the patient. No additional information provided. This report is two (2) of two (2).

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 6/27/2018. Device evaluation: the device was received at the manufacturing site for investigation. The plunger was observed in advanced position. The plunger was gently pulled back and found locked. Cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly defects are observed on the device. Visual inspection with magnification was performed. The lens was observed stuck at the cartridge tube. The cartridge tip is not deformed. However, the cartridge tube is cracked and deformed at the location of the stuck lens. There is no some viscoelastic in the device; directions for use include to completely fill the viewing window with ovd. The reported tip deformed issue was not verified. Based on the visual evaluation of the returned unit, it could not be determined that the cause of the issue reported is related to the manufacturing process. No product quality deficiency was identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. Historical data analysis: the search in complaint history revealed that an additional investigation request for this production order number has been received. The investigation and review of the returned product could not identify a manufacturing root cause. No product deficiency was identified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.